Event description:
The hosp staff attempted to use the device during a synchronized cardioversion procedure. The operator reported that the sync function did not activate when selected. Another device was made available and used with no other problems reported. There were no adverse affects to the patient reported as a result of the alleged malfunction.